Event description:
The customer reported via phone call that they had difficulty priming the insulin pump. The customer reported the insulin pump was jumping increments when a new infusion set was primed. Customer's blood glucose was unknown. The customer also reported several no delivery alarms occurring. The customer reported there was no occlusion or damage to the drive support cap present. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.